Manufacturer narrative:
A cross-functional tracing review was conducted. Tracing 1- identified as the tracing for the lung placement presented sporadic tracing did not follow typical patterns in any view. Cross functional tracing review identified that the clinician may have not been qualified to operate cortrak eas as the tracing did not follow typical placement pattern and should have been restarted. The root cause is use-related. All information reasonably known as of 23 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, registered dietitians (rd) reported a night shift nurse placed a cortrak tube using the cortrak machine into patient's right lung; tube placed to 98 cm. Patient is a recent bilateral lung transplant; per rds there was some damage to lower lobe, but not pneumothorax and they believe patient is fine. The following morning, dietitians successfully placed a new cortrak tube into the duodenum with no complications. Dietitians reviewed cortrak lung tracing and stated night shift nurse spent approximately 8 minutes placing tube and the tube was obviously in a lung per dietitians. Per additional information received on 05jun2024, the incident was discovered following x-ray confirmation. The tube was removed and replaced the following morning.

Manufacturer narrative:
Cortrak eas monitor software version: 2.5.3. The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 18 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 21040031, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 15-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.